Event description:
It was reported that the arterial embolectomy catheter ruptured and the entire balloon portion peeled off inside the patient during an thrombectomy of an a-v fistula in the venous end of the fistula. Retrieval of the balloon was attempted; however, retrieval was not achieved. Reportedly, the fistula was ligated due to unsuccessful retrieval and infection at the time of surgery. The patient was reported to be in satisfactory condition. There were no further complications. Reportedly, the patient has a temporary access permcath and will have another fistula formed.

Manufacturer narrative:
The device was not returned for evaluation.